Manufacturer narrative:
Engineering analysis: the complaint details provided do not indicate where the stent came off the balloon while advancing the v12 covered stent system to the superior mesenteric artery (sma) and no additional details were provided. On opening the returned device it was noticed that the product returned was a 6mm x 22mm x 120cm advanta v12. Because the lot number of this device is not known a lot history review could not be performed. The shaft at the proximal balloon bond was very badly kinked and the stent was dislodged distally off the balloon. The stent diameter was measured and compared to historical crimped stent diameters and was within an acceptable range. The advanta v12 based on the case details was advanced through a cook fevar stent graft with its intended target being the superior mesenteric artery. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, (when the stents are crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon). The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible on the returned sample indicating that the stent was properly crimped during manufacturing. Engineering summary: a full review of the catheter lot history records for the device in question cannot be performed as the product lot number was not provided. If the lot number had been provided the following lot history inspection would have been performed. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs conclusion: based on the details of the event and the wrong product being returned atrium can find no fault with the device and or the lot of the stent delivery systems in question.

Event description:
The stents came off the balloon. No harm came to the patient.

Manufacturer narrative:
(B)(4). On completion of the evaluation a follow up report will be submitted (B)(4).